Manufacturer narrative:
Date sent: 08/30/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lar procedure, the device anvil was broken when it was incorporated. Another device was used to complete the case. There were no adverse consequences to the pt.